Event description:
The healthcare professional reported that there was a possible stroke causing right side weakness and an MRI was going to be done. It was unknown if it was related to the manufacturer device or therapy. The change in therapy or symptoms was considered sudden. The indications for use were spinal pain and complex regional pain syndrome type I. No device issues reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.